Manufacturer narrative:
As of this filing, the complaint device has not yet been returned from the distributor for evaluation. A supplemental and final report will be filed upon the completion of the product evaluation and the complaint investigation.

Event description:
As reported by the distributor, during a laparoscopic procedure, the coating on a universal plus multi-function 5mm l-hook peeled off. There has been no reported injury or surgical delay. This report is being filed based on the potential for injury with recurrence.

Manufacturer narrative:
The used/damaged l-hook was returned to conmed for evaluation without the original packaging. Therefore the lot number of the device was not able to be identified. Visual inspection of the returned device confirmed missing insulation at the distal end which also appeared to be melted or torn. This is a known inherent risk while operating the device and is caused by the interaction between the device and user. Lot history review as well as a review of the manufacturing documents could not be performed as the lot number of the device involved in this complaint was not provided. (B)(4). The clinical data report for universal plus, universal s/I and flovac instruments, concludes that the benefits of the use of this device outweigh the risk related to this failure mode. The instructions for use advises the user to avoid potential damage to the trocar seals and electrosurgical tip by always sliding the tip shield in the covered and locked position during insertion into the cannula. This issue will continue to be monitored through returns and complaint system.